Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported he was setting up the new insulin pump but the left button was not working. Customer states that numbers are ramping on their own. Customer states the scroll bar is moving with no input. Customer's blood glucose level was 10.7 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. Device received with unresponsive left arrow button. Unresponsive keypad isolated to the keypad or pump case.